Event description:
Physician mentioned a coronary graft rupture (possibly a left, not sure) while expressing general satisfaction with the angiojet sys. The dr was resistant to giving more info. Dr stated it was the pressure of the angiojet. When asked for further info the physician said the pt was fine and walked off. Results of the case were good, pt is fine and doing well.

Manufacturer narrative:
The MFR has been unable to obtain add'l info from the physician. The lab nurse mgr was contacted and had not heard of this event; she typically hears about any adverse event that occurs in the lab. Coronary graft rupture is a known risk of any percutaneous coronary intervention, however, it is rare during angiojet use.